Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during device changeout for normal battery depletion, difficulty was experienced when trying to get at this right ventricular (rv) lead because it was so encapsulated in the pocket due to the implant age of the lead. Once obtained, it was determined the rv lead could still pace with a threshold of less than 2 volts. This rv lead was then connected to the required adaptor and it was determined there was an insulation breach. This was discovered when the patient started to feel pocket stimulation. The decision was made to program the rv lead off, since the patient is not pacer dependent. The device was reprogrammed to provide pacing and sensing only in the atrium. No adverse patient effects were reported.